Event description:
It was reported that intermittently the 9800 sys will not fluoro. It was noted that this was observed prior to start of the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided the following components have been ordered. High voltage supply regulator pcb, backplane and interconnect cable. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.